Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-01479. Patient had a lead relocation on (B)(6) 2019 and therapy was restored post operatively.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2019-01479. It was reported patient suffered a fall and lost stimulation on the right side approximately on 25 feb 2019. Diagnostics indicated that the right lead had migrated. To address the issue patient may be awaiting surgical intervention.